Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of burning sensation and pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient experienced a burning sensation at their implant site. It resolves when the patient changes positions. The sensation is normally caused when sitting. The patient was assisted with decreasing their therapy and the intensity of the burning sensation improved. The patient described the burning sensation happening internally. The patient is concerned there might be a defect with their neurostimulator. The implanting physician was notified of the event, and the patient will schedule an appointment to check impedances and run an error report. The patient was seen and their impedance check came back normal. Additionally, the patient later had a pocket revision. The physician determined the pocket was too shallow and made the pocket deeper. After the pocket revision, the patient notified that they were experiencing pain at their implant site again. They described it as a sharp pain that came suddenly several times per day, especially when sitting. The patient was assisted with turning off their stimulation. The patient reported their pain resolved with their therapy off. The physician believes the patient may need more time to heal before the discomfort goes away. The patient agreed to keep their stimulation off and then try a new program; however, the patient was concerned about their device.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of burning sensation and pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block b5 statement. Block h6: patient codes.

Event description:
It was reported the patient experienced a burning sensation at their implant site. It resolves when the patient changes positions. The sensation is normally caused when sitting. The patient was assisted with decreasing their therapy and the intensity of the burning sensation improved. The patient described the burning sensation happening internally. The patient is concerned there might be a defect with their neurostimulator. The implanting physician was notified of the event, and the patient will schedule an appointment to check impedances and run an error report. The patient was seen and their impedance check came back normal. Additionally, the patient later had a pocket revision. The physician determined the pocket was too shallow and made the pocket deeper. After the pocket revision, the patient notified that they were experiencing pain at their implant site again. They described it as a sharp pain that came suddenly several times per day, especially when sitting. The patient was assisted with turning off their stimulation. The patient reported their pain resolved with their therapy off. The physician believes the patient may need more time to heal before the discomfort goes away. The patient agreed to keep their stimulation off and then try a new program; however, the patient was concerned about their device. Additionally, the patient is now experiencing a dull ache at their neurostimulator site. The physician gave the patient some options: wait and see how it heals with time, remove the device completely, or exchange the neurostimulator. The patient would like to exchange their implant as they still believe the device is not working. They also do not feel comfort turning therapy back on while they are experiencing this (new) dull aching pain following their pocket revision on. The local care team member sat with the patient for a great amount of time to find anode/cathode configurations that were most comfortable to the patient. This included using the monopolar settings. The patient has refused to turn the stimulation back post pocket revision procedure. Although, their most recent complaint was that they were feeling an aching discomfort at neurostimulator site with the stimulation off. The patient recognizes that it is not the stimulation causing the discomfort, but they insist they would like the device replaced. Later, the patient reached out to let the local care team member know their pain was mostly resolved. Then the stimulation was turned back on at a very low setting. After, the patient experienced discomfort again with the stimulation on. The patient said the device is causing them more pain and the device was turned off again. The patient said the pain they are experiencing is causing them anxiety. They had stopped taking medication for their anxiety a while ago but had to restart it due to their therapy causing them distress. Ultimately, the patient does wish to have the device replaced, as they feel it is not working. They have tried all the suggested programs, except for one, as they did not feel any stimulation at all. The local care team member does not have an update currently on how the patient will move forward.